Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a buretrol sol. Admin. Set had a cut, below the drip chamber. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in october 2023. The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the photographs observed a damaged tube. The reported condition was verified. The cause of the reported condition was a manufacturing issue related to the packaging machine; the unit was cut during the sealing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.